Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: there was a sharp surface on the cp handle. When the sonographers grasp the control panel handle with their thumbs under, something scratches their thumbs or their hands.

Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: evaluation of a sample sequoia system showed that the damage was due to a 2mm gap between the plastic cover (part #11151465) and control panel bucket. By tightening the screws, the plastic cover is over-stressed and deformed until it cracks. This problem was addressed with a design change to the plastic cover. Two small rings were added to the top of the plastic (2mm high) to fill the gap. The change was implemented in eco 718576 (valid from 10/7/2020). The damage can be fixed on site for the customer with replacement of the plastic cover (part #11151465). Reference: (B)(4).